Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the personality module surgeon console (pmsc) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The pmsc was installed on the test system. It sat idle after video tests, sine cycle and power cycles. The issue could not be replicated.

Event description:
It was reported that during a da vinci-assisted ovarian cystectomy surgical procedure, the customer contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that the right eye in the surgeon side console (ssc) was black. The tse asked the customer to switch between the left and right eyes on the vision side cart (vsc) touchscreen menu. The tse asked the customer to power cycle the system and the ssc circuit breaker. The system powered on and homed successfully, but the right eye was black in the ssc. The procedure was converted to another da vinci system with no reported injury.